Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The root cause of the aic issue was a defective optical bench. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the automated impella controller (aic) experienced purge disc/flag issues that were resolved by changing the controller. No patient harm was reported.